Manufacturer narrative:
T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bottom of the cartridge leaked after loading the cartridge onto the pump. Reportedly, the issue occurred with multiple cartridges filled with u-500 insulin. Blood glucose level was not impacted. New cartridges were loaded resolving the issue. Tandem technical support informed the customer that u-500 insulin was contraindicated for use with the pump.